Event description:
It was reported that the system was "blocked" when the user tried to unlock the skull clamp at the end of the surgical procedure. The user had to use force. The pin caused a 5 cm laceration to the pt which required sutures. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.